Event description:
Add'l info rec'd from rptr 3/8/01: rptr is extremely disappointed in product. Rptr was having a nasal congestion problem, which was pretty severe. Rptr used these strips, approximately 4 days, at which time rptr began to notice swelling and itching, redness on tip nose. Rptr was then trying to remove a nasal strip while taking a shower, to not avail. Rptr decided to go to the bedroom mirror, to get a look at the problem. Rptr continued to try and remove the strips. It did not budge. At this point rptr decided to re-read the instructions. Rptr tried to remove the strip exactly as the pictures and instructions showed, to no avail. Rptr then became a little anxious and decided to yank it off like you would a bandaid. In one quick motion. It came off but not without skin. Bleeding then occurred inside nose and rptr saw that it was disfigured. It resembled the boy in the movie "mask". Rptr wondered if it would ever return to normal. Then in the days to follow, rpt did not find relief, as a matter of fact. It has been 8 to 9 agonizing weeks since this happened and rptr just started feeling better today. Rptr experienced a nose bleed for which rptr was driven to ER at hosp. In the days to follow there was extreme pain, swelling, headache, redness, scratching, itching, nose blowing and bleeding. Then the scabs formed which made it all worse. Rptr still has scabs in their nose but some of the soreness finally left them. There was also bruising on rptr's nose which looked awful. Rptr was quite embarrassed to go out looking so bad. Rptr was also very drained emotionally from the allergy resulting from the latex in the product. Rptr did not take a mere caution seriously. If it would have read: "warning persons with a latex allergy do not use." Rptr might have avoided all of this pain and suffering. To tell the truth rptr hired a lawyer to help them. Rptr was going to sue for $500,000 damages to nose. Rptr took pictures, of nose saved the strips and kept bloody tissues. Rptr wasn't able to get their dr to write a report linking the incident and the treatment to the latex allergy. Rptr prays that someone will help them to change the caution to a warning. Rptr feels a sick child could become violently ill from these.

Event description:
Rptr is purchaser of the new "breath right", strips. Rptr has received inquiries and malformations of rptr's nose from this product. Rptr has become gravely ill from use of only 4 days. Rptr thought of hiring a lawyer to sue for rptr. Rptr is afraid, this might happen to some small frail child and if child had otehr complications or sicknesses would detrimentally kill the child.